Event description:
It was reported that the product was too flexible, bending in the patient's mouth and rendering it unable to enter the trachea. The event occurred with a patient suffering respiratory distress in the ICU and there was report of intubation delay. No other relevant devices were used during the occurrence of the event. There was no harm/adverse event reported.

Manufacturer narrative:
D4. Lot number, expiration date, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.